Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitra clip was steered down to left atrium, before crossing the valve, it was observed that one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. During the preparation, the device worked well. It was decided to remove the device from the patient and replaced it with the new device. After implanting the replaced device, it was determined that the mean pressure gradient is 6mmhg. Physician accepted the gradient and there were no adverse events related to the gradient. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.